Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that in an emergency an intra-aortic balloon (iab) was inserted into an ami (acute myocardial infarction) patient and a couple hours after initiation of therapy iab migration was noted. The surgeon tried to adjust the location of the iab, but the catheter was difficult to relocate. The iab was removed and therapy discontinued. There was no reported injury to the patient.